Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be interrogated due to inadequate noise levels. The device was not used, and a new one was implanted. There were no patient consequences.